Event description:
The core universal driver was sent for eval due to overheating during a procedure. The procedure was completed with an alternate device without any clinically significant delay. No adverse event was associated with the device.